Event description:
The physician was placing a percutaneous endoscopic gastrostomy system in a pt with unknown medical conditions. The feeding tube was doing pulled through the stoma when the tube detached at dilator connection point. The tube was removed using alligator biopsy forceps. Another feeding tube was used to complete the procedure. The pt was reported to be in good condition. Although the feeding tube was not returned for evaluation, the device history record for the lot number in question was reviewed. This review did not reveal any deviations from co's approved manufacturing specifications.